Event description:
During a bilateral mandible fracture surgery on (B)(6) 2013, the first 2.0mm imf screw inserted broke. The surgeon dug out the portion that was stuck in the bone and retrieved it (approximately a half inch long) and was able to replace it without problems. Reportedly two plates and a total of twelve screws were implanted. During the surgery, reportedly one and a half inch of the 1.8mm drill bit broke off as it went through the trocar. Per the sales consultant, the resident was pushing down hard and he could see the drill bit flexing. The drill bit was changed, the broken fragment was retrieved and surgery was completed with no further complications. Surgery was prolonged for approximately a half hour to 40 minutes. No adverse effect to the patient was noted. This is 2 of 2 reports for the same event, (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Manufacture dates for this lot: 1/14/09, 1/26/09, 2/4/09, 4/1/09, and 4/15/09. Orchid unique manufactured the 1.8mm drill bit stryker j-latch/125mm, part 310.522, and lot number u100280. The supplier's certificate of compliance, dated november 28, 2008 for five separate receipts of this lot, indicate the parts were manufactured to part 310.522 and met the required specifications. The parts were inspected and conformed to all inspection requirements. There were no non conformities or complaint related issues with this complaint.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Without a lot number the device history records review could not be completed.